Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("contraction that felt like labor pain"), back pain ("lower back pain"), feeling abnormal ("brain fog"), menorrhagia ("heavy periods"), dyspareunia ("painful intercourse"), neuromyopathy ("neuromuscular disorder"), dyspnoea ("breathing issue"), libido disorder ("my libido is back"), uterine inflammation ("inflammation in uterus") and respiratory failure ("respiratory failure"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the salpingitis, menorrhagia, dyspareunia, neuromyopathy, dyspnoea, uterine inflammation and respiratory failure outcome was unknown, the abdominal pain lower, back pain and libido disorder was resolving and the feeling abnormal had resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, dyspnoea, feeling abnormal, libido disorder, menorrhagia, neuromyopathy, respiratory failure, salpingitis and uterine inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("contraction that felt like labor pain"), back pain ("lower back pain"), feeling abnormal ("brain fog"), menorrhagia ("heavy periods"), dyspareunia ("painful intercourse"), neuromyopathy ("neuromuscular disorder"), dyspnoea ("breathing issue"), libido disorder ("my libido is back"), uterine inflammation ("inflammation in uterus") and respiratory failure ("respiratory failure"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the salpingitis, menorrhagia, dyspareunia, neuromyopathy, dyspnoea, uterine inflammation and respiratory failure outcome was unknown, the abdominal pain lower, back pain and libido disorder was resolving and the feeling abnormal had resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, dyspnoea, feeling abnormal, libido disorder, menorrhagia, neuromyopathy, respiratory failure, salpingitis and uterine inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.